Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the pacing cable connector was broken. The external pulse generator (epg) is expected to be returned to the manufacturer. There was no patient involvement.